Manufacturer narrative:
Report source: foreign, health professional, distributor. The sheath was placed in the arm (radial artery) and the patients anatomy was a little tortuous. The dilator was fully inserted into the sheath when advancement was attempted. Investigation - evaluation: a review of the drawings, instructions for use (IFU), manufacturing instructions, specifications,quality control, and visual inspection of the returned device was conducted during the investigation. The sheath and the dilator of the performer radial access set were examined. Bends were noted in the dilator 12.0 cm and 22.5 cm from the proximal hub. The sheath tip was slightly wrinkled. The complaint device was from an unknown lot number. Therefore, the review of the device history record, nonconformance history, and prior complaints search could not be conducted. If the complaint device lot number becomes available, the file will be updated at that time. The sheath and the dilator of the performer radial access set were examined. Bends were noted in the dilator 12.0 cm and 22.5 cm from the proximal hub. The sheath tip was slightly wrinkled. Based on the available information and examination of the complaint device, the exact cause of the reported issue is unable to be determined; however, it may be related to the patient¿s clinical condition (a little tortuous). Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that a performer radial access set was being used during a procedure when it became difficult to advance the sheath into the patient's skin. It was reported that the end of the sheath had "torn," and another product was used to successfully complete the procedure. No adverse events have been reported regarding this occurrence.